Manufacturer narrative:
The architect i1000sr stopped working and the customer traced the smoke smell to the back of the computer. The field service representative (fsr) replaced the power supply, scc which resolved the issue. The damaged components were limited to the power supply, scc and did not spread to other parts of the instrument. No fire and no injury occurred. The instrument service history review for i1sr53268 revealed no additional issues associated with smoke. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i1000sr processing module did not identify an increase in complaint activity. A review of tracking and trending for the power supply, scc did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(6) or the power supply, scc was identified.

Event description:
The customer smelled smoke coming from the architect i1000sr. The instrument stopped working and the customer traced the smoke smell to the back of the computer. No smoke was observed. No impact to patient management or user safety was reported.